Manufacturer narrative:
Unit had intermittent up button response due to damage/peeling keypad overlay. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the up arrow button was hard to press and was peeling. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.